Event description:
It was reported that the procedure was to balloon a previously placed stent in the right subclavian. The balloon was advanced and inflated without issue, but when retracting the catheter, the distal end detached and remained in the stent. Reportedly, there was no unusual resistance noted. The separated portion was successfully snared and removed from the pt. A review of the "cine" of the procedure at the account, revealed that the stent was fractured and likely caused this event.